Event description:
It was reported that the brightness of the lcd screen was not as intended. The inverter was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the brightness of the system monitor lcd not being as intended was confirmed. When (B)(4) was evaluated and tested, the system booted up an intended. During the functional test, the brightness of the lcd screen was noted to be dimmer than expected. The dc-ac inverter pcb was replaced which resolved the issue. A full functional checkout was performed and the unit passed all tests. Preventative maintenance was performed. The unit was returned to the rental pool. The inverter pcb was forwarded to ppe for further analysis. Further analysis of the dc-ac inverter pcb showed a voltage drop across t1 on the dc side; however, it is unclear what part of the circuitry is causing the draw down. Due to this drop in voltage, the brightness of the lcd was affected. The root cause for the reported event was conclusively determined to be due to a damaged dc-ac inverter pcb. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on (B)(6) 2022. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. No further information was provided. The manufacturer is closing the file on this event.